Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device controller coding pin was bent, the trigger blocked and the control unit was not functioning on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to due to improper handling, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during pre-testing before surgery, it was observed that the power drive device had a loose contact. During in-house engineering evaluation, it was observed that control unit was not functioning the controller was bent and the trigger was blocked on the device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.